Event description:
Urology case using gyrus workstation generator. Generator started to overheat. An electrical smell and smoke was noted. Unit was unplugged and taken to clinical engineering. Internal wiring had burned. No injury to pt. Possible user error.